Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: femur trabecular metal cruciate retaining (cr) narrow porous: catalog#42502206001, lot#64947115; articular surface medial congruent (mc) left 12 mm height: catalog#42512100412, lot#65350871; all-poly patella cemented 29 mm diameter: catalog#42540200029, lot#ni. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as the product has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, seven (7) months post-implantation, the patient underwent revision surgery due to pain and loosening of the tibial tray. It was reported that no additional information is available.